Event description:
Health professional called to report a patient experienced "severe acid reflux, excessive salivation and nausea" while implanted with the lap-band device. The lap-band device has been explanted. The office did a fluoroscopy and did not find any device malfunction.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."